Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the respiratory rate trend was programmed off and the right ventricular (rv) lead sensitivity was reprogrammed. Since the change, no noisy signals have been seen. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition of approximately two seconds. Additionally, this patient is dependent. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed the possibility that the noise could be from an external source. This device remains in service. No adverse patient effects were reported.